Event description:
It was reported the pt was charging more than expected. The pt's stimulator was placed in the clavicle area. The pt charged her stimulator at about the 75% level every saturday. The pt received efficiency bars when she charged her stimulator. The pt met with a manufacturer representative. The recharge intervals were checked and appeared to be appropriate. The mystim diary showed the pt was able to charge the stimulator to 100% on several occasions. However, the pt stated the battery indicator on the charger never went above 75% and the pt programmer never went above 75% on the battery icon. The pt was going to continue to charge every saturday. It was recommended that the pt hit the green button on the charger about every ten minutes, to make sure the pt received all 8 efficiency bars during recharge.